Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pvi ablation procedure, while manipulating the catheter in the patient's heart, the catheter got tangled in the valve apparatus. Further use of fluoroscopy and contrast, as well as tee, confirmed entangled lasso catheter in the valve apparatus. The pvi ablation procedure had to be abandoned after the occurrence of this event and the physician focused on extracting the catheter process. It was stated that the lasso catheter was tested by the physician prior to use and inserted to the patient. The lasso's catheter loop mechanism was working alright. The physician opened the variable loop, followed by trying to pull the distal loop portion into the sheath. The physician relaxed the curve of the catheter to its neutral position, and opened up the variable loop when they tried to pull the catheter back into the sheath, while advancing the catheter. The electrophysiologists were not comfortable in withdrawing the catheter from the patient in the ep lab setting, therefore, the patient was transferred to the o.r. The cardiac surgeon was able to withdraw the catheter from the patient in the end, without surgical intervention. The patient was on local anesthesia. The transseptal puncture had already been performed at the time the case was cancelled the ablation portion of the procedure to treat a-fib was completed. This incident occurred near the end of the procedure, when the lasso was moved in the heart to check for final vein isolation. It is unknown if the patient require extended hospitalization because of the procedure cancelation and/ complication or not.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).